Manufacturer narrative:
Investigation summary: customer returned photos of a syringe. Customer states that they experienced a needle stick due to the needle piercing the side of the cap during recapping and the plunger was difficult to depress. The attached photos were examined and exhibited the cannula through the shield, exposing the cannula, which could result in a needle stick. It is difficult to determine if the plunger rod is difficult to move solely from the attached photos. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9301565. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula through shield) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move) root cause: root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the syringe 0.5ml 28ga 1/2in 10bag 500cas needle went through the shield after re-capping / plunger rod difficult to move. The following information was provided by the initial reporter: the customer experienced a needle stick due to the needle piercing the side of the cap during recapping. The customer denied that the needle was bent prior to recapping and the plunger was difficult to depress.